Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). The reporter's full name was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the neuro tip was damaged. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the guard of dura mater was damaged on the craniotome device. It was further determined that the cutting burr devices were unable to be inserted and there was a connection failure to the motor. It was determined that the device made an abnormal noise and generated heat. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.